Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0075) was removed from service because of oversensing. The lead was replaced with a competitors lead.